Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. Lens was removed due to eye capsule to weak to hold lens. No enlarged incision or sutures required. A vitrectomy was performed. There were three attempts to implant a lens. The first two attempts the lens was damaged due to loading errors. On the third attempt the eye capsule was too weak to hold lens. On the fourth attempt a sulcus lens was implanted, no a staar lens. See MFR report # 2023826-2009-00805.

Manufacturer narrative:
Evaluation codes: results - (other): a visual inspection of the returned product found one lens haptic is torn. There was evidence of clear surgical residue.